Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A non-bsc 6fr introducer sheath was inserted and a non-bsc guide wire was advanced across the lesion. Next, the 6mm x 60mm x 135cm sterling balloon catheter was advanced to predilate the lesion. The balloon was inflated once to 12 atms, once to 14 atms and when the balloon was inflated again to 14 atms the sterling balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.